Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was having battery issues with the insulin pump. The customer's blood glucose was 22 mmol/l. The customer had used a lithium battery and it was explained to her that only alkaline batteries should be used. The customer stated that the screen on the insulin pump went green with no icons on it. The battery was not in the insulin pump. After inserting a battery back into the insulin pump, the customer moved the battery cap and the pump began working and a battery out limit alert was received. The customer later stated that the insulin pump restarted, turning on and off. The battery cap appeared normal, but had to be pushed to align correctly on the insulin pump. It was explained to the customer that there was a loose connection with the battery cap. The customer was advised to revert to a back-up plan. Nothing further was reported.